Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported problem of "battery alert / turn off" was reproduced. A review of event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be depressed/jammed due to dried liquid substance on the back flex battery contact pin. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon device power up in the medicine ii department. There was no patient involvement. No additional information is available.